Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which a hole in the connecting tube between pump and reservoir was noted. The device was removed and replaced, and a smaller cuff was implanted. No additional patient complications were reported.